Event description:
It was reported that there was a polarity switch on the right ventricular lead. Review of device data showed over 1000 high and low impedance counts. Follow-up with the physician's office revealed that plans were in place to replace the lead, but the replacement had not yet occurred. The patient was noted to be a little bit tired as a result of the lead issue but it was tolerable for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.